Event description:
Gambro received a report of a pt undergoing continuous veno venous hemodiafiltration (cvvhd) treatment on a prisma machine with an unk serial number. The pt had a cumulative blood loss of 1500 ml secondary to 8-10 prisma m-100 filters clotting consequently. As a result of the blood loss, the pt received a transfusion of 5 units of red blood cells. A technician inspected the prisma machine and found it to be operating according to specification. A gambro rep did an on site visit and provided teaching on the machine set up and conduced a pt treatment. The same lot number of the prisma m-100 was used and there was no incident of the filter clotting.

Manufacturer narrative:
The device involved in this incident was discarded and therefore not available for inspection. Technical analysis of m-100 filters from the same lot number was performed. No problems were found with any of the filters and the reported condition could not be duplicated. There have been no other reports of similar incidents with pts using this same lot number. Gambro has found no evidence to suggest that any gambro device caused or contributed to this event.